Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. It is unknown when this event occurred. The facility representative did not know if there were any reports of patient involvement, and stated that there were no reports of patient injury or medical intervention. No additional information is available. (User interface module master software version is 6.13.92).

Manufacturer narrative:
(B)(4). The reported malfunction of a damaged battery was confirmed but not reproduced. The root cause was attributed to depleted main batteries. The main batteries and battery harness were replaced to fix the problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.